Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending distal artery. The 15mm x 2.25mm quantum apex balloon was used for post-dilatation. With no significant resistance, the balloon ruptured at 14atms upon the 1st inflation. The procedure was completed with another quantum apex balloon. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood and contrast in the inflation lumen. An examination of the returned device found a longitudinal tear located in the balloon material beginning in the center of the proximal markerband and extending distally 4mm. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The reported balloon burst was confirmed. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending distal artery. The 15mm x 2.25mm quantum apex balloon was used for post-dilatation. With no significant resistance, the balloon ruptured at 14atms upon the 1st inflation. The procedure was completed with another quantum apex balloon. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.